Event description:
The customer reported that the ortho provue analyzer was not aspirating patient cells or reagent cells. If the no-dispense issue were to go undetected, erroneous test results could occur. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the analyzer was moving to the correct position, but not aspirating or dispensing fluid. A field engineer reported that the instrument had been idle for months. The fe performed multiple prime and wash cycles to clear air bubbles from the fluidics system. No service actions were required to restore the analyzer to expected operation. While the analyzer is designed to give an error code in the event of a non-dispenser incident, thereby preventing erroneous results. In this case information was not provided regarding testing performed and error codes posted. The root cause of the event is unknown.